Event description:
The customer reported that the alarm has no power when tested with new batteries all of the same brand and with new sensor pads. There was no damage detected by the customer on the alarm case. This was discovered during set up prior to placing it into use with a patient. Inspection of the product found that one of the battery springs inside the battery compartment is completely covered by battery acid.

Manufacturer narrative:
(B)(4), results: evaluation of the product found that there was one battery spring completely covered by battery acid therefore, no further tests could be performed. There is no visible damage to the alarm case. Note: the instructions for use has a warning statement: do not mix old and new batteries or battery brands. This may cause rupture or leakage and damage alarm. (B)(4).